Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was alarming for high temperature. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed, the foam of air path assembly was peeled off and blocked the airflow delivery route. The device's air inlet path assembly was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator was alarming for high temperature. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed, the foam of air path assembly was peeled off and blocked the airflow delivery route. The device evaluation is still ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.